Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, the field representative received information that the system will be removed due to pocket erosion and suspected infection. However, additional information received indicates that system extraction was not performed as planned since the bloody seeping pocket was actually skin cancer. There was cancer on top of the pocket which was removed by the surgeon but no laser lead extraction needed as the system was not disturbed. There were no additional adverse patient effects reported. The ra lead remains in service.